Manufacturer narrative:
Conclusion - representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Event description:
It was reported that an animal underwent a veterinary spay procedure (B)(6) 2014 and suture was used. The suture broke when pressure was applied to cinch down a knot.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.